Manufacturer narrative:
Additional narrative: UDI number could not be generated without the part/lot information for this product. (B)(6). Patient weight is unknown. This report is for one (1) unknown prodisc-c implant. Crunching/cracking of the neck. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with a prodisc-c implant at c5/c6 on (B)(6) 2010 and was subsequently experiencing postoperative pain. The patient was involved in a life-altering car accident on an unknown date in 1995. As a result of the accident, the patient scalped himself, broke seven (7) ribs, lacerated a kidney, punctured a lung, collapsed the other lung, broke his collarbone, de-gloved his scalp, broke his nose, and ripped off his right ear. It is also likely that the accident initiated his cervical disc problem. The patient originally saw a neurosurgeon for his cervical disc issue(s) on (B)(6) 2010. The patient stated that the doctor was able to schedule the surgery for (B)(6) 2010. The patient indicated that the procedure itself went well and he initially began to improve. Toward the middle-to-end of (B)(6) (2010), however, all of the symptoms slowly began to return. The patient stated that he is in worse shape than ever. The patient stated that there is still minor compression on his spinal cord at the c6 level that is causing numbness in his hand, middle finger, ring finger, and forearm. The patient described the pain by stating that it feels like he ¿was chicken fighting in the pool with a 275lb ufc fighter on his shoulders for about an hour.¿ the patient noted a crunching and cracking in his neck and stated that it is always stiff. The patient experienced constant mobility issues and sharp pain from the bottom of his skull to below the base of his neck on the left side. The patient stated that he remembers feeling improvement each day after his accident in 1995, but with the prodisc implant, he is not seeing improvement- just bad days and worse days. This report is for one (1) unknown prodisc-c implant. This report is 1 of 1 for (B)(4).